Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch episodes. The noise was not reproducible in clinic. No changes or interventions were done; the ra lead will continue to be monitored. The patient was in stable condition.